Event description:
Following a nuclear cardac stress test and a battery of other cardiac tests in the spring of 2006, patient was informed that the major coronary arteries appeared clear, but a shadow or cloudy area on the side of the chest needed further investigation through cardiac catheterization or coronary angiogram. Patient was also informed that without this procedure he faced imminent risk of serious heart attack or death. Prior to the stress test, patient did not experience angina or any other related symptoms. In the fall of 2005, patient did experience breathing problems which cleared up immediately after patient was diagnosed with pneumonia and began antibiotic therapy. Cardiac catheterization was peformed. Following the procedure, the physician reported that the x-ray pictures showed that a branch artery was 90% to 95% blocked. He subsequently implanted two -2- cordis cypher sirolimus-eluting coronary stents in the branch artery. This step then caused the major artery to which the branch was attached to narrow which necessitated the implantation of a cordis stent in the major artery. At this point, patient had received three -3- cordis stents. Within 12-14 hours following the procedure, the patient experienced nausea, chest pain, arm pain, burning sensation in arm and chest, etc. A blood test determined that the heart enzyme level had risen as well. All of these symptoms pointed to a myocardial infarction. The next day, a second cardiac between the branch artery stents and the main artery stent had become inflamed which caused a blood clot to develop that completely blocked the branch artery. The patient and his advocate did not have the professional expertise to determine whether the stent itself or an error in placement caused the problem. As a result of the second set of x-rays and the new blockage the physician implanted an additional stent using a taxus express paclitaxel-eluting coronary stent.